Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; improper implant size selection, using an implant that was too short.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2016 where two implants were installed. The patient later reported to a new surgeon with complaints of continuing si joint pain. The surgeon determined that the most caudal positioned implant was too short and not fully across the si joint. The surgeon did not indicate that any of the implants were loose. In (B)(6) 2019, the surgeon removed the implant with chisels as it was solidly fixed in bone and replaced it with a longer implant of the same type and added additional hardware. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.